Event description:
It was reported that this pacemaker was explanted due to reverting to safety mode when interrogated in the facility. This device was successfully replaced. No additional adverse patient effects were reported.